Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had experienced a loss of stimulation and a return of pain. Even with high amplitudes, the patient was not feeling stim. X-rays were performed and determined the lead had slipped out of the epidural space and migrated. A revision was performed and the issue was resolved and patient is reprogrammed and doing well. The cause was noted as due to a fall the patient experienced a while back at an unknown date. The rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID: 977c265; serial#: (B)(6); implanted: (B)(6) 2025; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 22-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.